Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many sutures broke during this patient procedure on (B)(6) 2020? What is the lot number? What is the product code?

Event description:
It was reported that a patient underwent a cardiac procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke mid strand. A similar device was used to complete the case with no patient consequences there were no adverse patient consequences reported. No additional information was provided.